Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)45" (not at "home" position after power-on/restart) error message was confirmed during the functional testing and the archive data review. The root cause of the reported ua45 error message was the lifeband not being fully extended when the autopulse platform was powered on. If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position and cannot properly assess the patient's chest size, which is likely attributed to user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection, unrelated to the reported complaint, observed a cracked front enclosure. The root cause of the physical damage was due likely due to user mishandling, such as a drop. The front enclosure was replaced to address this issue. During archive data review, multiple ua 45 error messages were observed on the reported event date, thus confirming the reported complaint. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. Further functional testing using a maninkin, fault code 27 (drive shaft turning too fast during compression) occurred intermittently, unrelated to the reported complaint. As a precautionary measure the integrated encoder gearbox was replaced. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)45" ((not at "home" position after power-on/restart). User was unable to clear the error message. No patient involvement.